Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. The visual inspection of the pump found the pump to be in good physical condition. The review of device history log identified following event: (B)(6) 2005 12:54:54 am history log defaulted the pump passed mildred77 the functional testing. Based on the history log evidence and during testing it was found that the pump shows dates at 2005 instead of 2019. Based on the evidence, the complaint was confirmed. The reported problem source was identified as faulty mp board.

Event description:
Information received indicating that this cadd solis vip pump gave "patient data lost" message. The reported event did not occur while in use with the patient.